Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture discovered during explant surgery. This record relates to the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
A healthcare professional reported rupture discovered during explant surgery. This record relates to the right side. The device has been explanted and replaced.

Event description:
A healthcare professional reported rupture discovered during explant surgery. This record relates to the right side. The device has been explanted with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as an unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.